Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Additional narrative: a review of the service history for the past six months from the awareness date was performed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Device was received for evaluation. The reporter's complaint that this electric pen drive is not working was confirmed. The electric pen drive was evaluated and the unit does not function when power is applied. Evidence suggests this was due to usage / wear over time. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.

Event description:
Facility reports they have no record of this event. It is reported the drill the facility uses is working well with no issues.

Event description:
It is reported during a podiatry surgical procedure on (B)(6) 2013 the electric pen drive stopped working. Also the adaptor from the light adaptor for the small battery drive came apart at the electrical source. This report is for the electric pen drive. This is 1 of 2 reports for this event for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Placeholder.